Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm and no scrolling numbers anomaly noted during testing. The device had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The mother reported via phone call that they had a keypad anomaly. The mother stated the buttons on the insulin pump were stuck and unresponsive. It was also reported the numbers were ramping up on the insulin pump. The father also reported a button error alarm occurring.. Customer's blood glucose was 390 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.